Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. Model number/catalog number: sc-2218-70 serial number: (B)(4) model/catalog description: linear st lead kit 70 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of swelling and fever were noted. The physician believed that the infection was not device nor procedure related but it was due to the poor healing of the patient. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of swelling and fever were noted. The physician believed that the infection was not device nor procedure related but it was due to the poor healing of the patient. The patient was placed on antibiotics and underwent an explant procedure.